Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The customer had gone to the hospital after "active thrush (lupus)", issues with medication tolerance, and skin rash. She had increased inflammatory values and discontinued the medication. The result from the meter was 3.9 inr and the result from the laboratory at the hospital was 2.17 inr. On (B)(6) 2019 the result from the meter was 5.1 inr and the result from the laboratory at the physician's office was 2.9 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2 - 3 inr. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured on reference meters with a high level control sample. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.